Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high and low blood glucose. Customer's blood glucose was 26 mg/dl. The customer stated the paramedics had to come to her home and revived her. The customer stated that she does know what date the incident occurred. The customer will gather all the informations about her hospital visits and call back.